Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor that could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged (the screws holding the side rail panel were ripped) and circumstances in which the event occurred (the side rail was loaded by the patient who sat on it). The instruction for use for citadel plus bed frame (IFU, 831.374_en) states that "the caregiver should always aid patient in exiting the bed." The bed has multiple functions to help optimal care and safety for both patient and caregiver. For example, there is possible to adjust the bed height. The IFU includes also preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints concerning side rail detachment, the external excessive force must first compromise the integrity of the safety side prior to breaking it. The side rail was detached from the bed, therefore the arjo device did not meet specification. The arjo device was used by the patient when the event occurred and played a role in the event. The complaint was assessed as reportable due to the detachment of the side rail. No injury occurred.

Event description:
It was claimed by a nurse that a patient sat on a citadel plus side rail and broke it. Based on the photographic evidence provided, the screws holding the side rail panel to the bed were ripped off causing the side rail panel detachment. No injury was claimed.